Manufacturer narrative:
(B)(4). D10: 00598603702 stemmed nonaugmentable tibial component cr/ps/lps size 4 lot# 64521259. 00599601502 femoral component option for cemented use size e lot# 63590025. 00596403210 articular surface size ef 10 mm lot# 64152876. The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. This event was previously reported under a different manufacturer number with MDR: 0001822565-2025-02569.

Event description:
It was reported by patient legal counsel that the patient underwent revision surgery due to ongoing pain, aseptic loosening and tilting of tibial component approximately four years four months post implantation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1; a3a; b1; b2; b3; b5; d1; d2a; d2b; d4; e1; e2; e3; g1; g3; h1; h6; h10; h11. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.